Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer. So, the cause of event cannot be determined

Event description:
It was reported the patient presented with pain in her lower back as well as arthritis. The doctor diagnosed the patient with degenerative lumbar disc disease from l4-l5 and l5-s1in addition to degenerative lumbar spinal stenosis from l4-l5 and l5-s1 and recommended surgery. The patient underwent surgery consisting of a direct lateral interbody fusion from l4-l5 in which rhbmp-2/acs was used. Post-operatively, the patient presented with sharp, stabbing pains in her back and the patient was unable to stand completely straight. The patient continued her follow-up care until (B)(6) 2013. The patient currently suffers from severe back pain that is much worse than she experienced prior to her surgery. Though the patient was previously able to straighten her back completely, she has lost so much flexibility that her spine stays ¿crooked.¿ the patient is required to take continuous pain medication courses to help alleviate her back pain.